Event description:
Further information was received, which indicated the device will be explanted and replaced. No patient complications have been reported as a result of this event.

Manufacturer narrative:
This model number is not approved for distribution in the united states; however, it is same/similar to a device marketed in the u.s. This event occurred outside the us and patient information is not generally available due to confidentiality concerns. (B)(4).

Event description:
It was reported that the implantable cardioverter defibrillator (ICD) exhibited a decrease in battery voltage measurements due to in creased current drain, along with suspected premature battery depletion. It was noted the patient had received radiation therapy and had several follow-up interrogations, which resulted in excessive telemetry time. The ICD remains in use. No patient complications have been reported as a result of this event.